Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer¿s complaint was duplicated and an entry in the error log for the ventilator service required error of evt_press_sensor_mismatch was confirmed. This error means the device software detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The flow sensor was replaced to address the issue.